Event description:
Customer reported a problem with the power plug. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the power plug. System operates as intended.